Event description:
It was reported that a patient underwent an internal fixator procedure to treat an l2/l3 fracture on (B)(6) 2013 and suture was used. On (B)(6) 2014 the patient experienced wound dehiscence with infection. The patient was started on cepheroxim and a revisionary procedure was done at that time. Cultures on (B)(6) 2014 were positive for staph aureus. After surgery the patient underwent wound debridement and vac therapy. The patient developed septic shock with pneumonia. The patient expired on (B)(6) 2014. The official cause of death was listed as respiratory insufficiency, septic shock with pneumonia.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.